Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed the, "cassette not attached properly," alarm occurs. Functional testing confirmed the reported issue was due to a defective downstream occlusion (dso) sensor. The device was deemed beyond economical repair.

Event description:
It was reported that the cassette-not-attached alarm had occurred during testing. There was no patient involvement. Evaluation of the returned device identified a faulty downstream occlusion sensor.